Event description:
It was reported that patient presented in the emergency room after having inappropriate hv therapies due to oversensing due to lead noise. The physician scheduled for lead extraction. The lead remained implanted and monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.